Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received, analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that the device reached elective replacement indicator (eri) earlier than expected due to higher left ventricular (lv) lead pacing thresholds. The device was explanted and replaced and the lv lead remains in use. No patient complications have been reported as a result of this event.